Event description:
As reported (B)(4) 2012, a (B)(6) female patient presented for an ethanol sclerotherapy procedure to drain a renal cyst. During the procedure, the treating physician noted the pigtail of the drainage catheter was partially fractured at the radiopaque marker after the catheter had been placed into the renal cyst. The fragment was successfully removed from the patient. There was no report of permanent harm or injury to the patient due to this event. The reported device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident is available to be returned to the manufacturer for an evaluation. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for the incident is currently in progress. The results of the investigation will be sent via a follow-up medwatch.